Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor vision valve was selected for implant on (B)(6) 2024. The aortic annulus was measured with the diameter as 20mm and the perimeter as 62.9mm. A pre-implantation balloon aortic valvuloplasty (pbav) was performed with a 18mm non-abbott balloon. The device was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant it was noted that there was a moderate peri-valvular leak. A post-bav was performed with a 22mm non-abbott balloon. The leak was resolved however it was observed that a new moderate-severe central aortic insufficiency (ai) was present. The decision was made to complete the procedure and evaluate the ai post-procedure. On (B)(6) 2024 the patient experienced a stroke. The patient experienced left-side hemiplegia. The duration of the patient's symptoms were ongoing. No thrombolytics were administered. The patient had prolonged hospitalization for monitoring. The ai remained moderate-severe. The user believed the ai was caused by trauma to the leaflet from the post-bav. The patient status was discharged to rehabilitation with a follow-up scheduled in 30 days.

Manufacturer narrative:
An event of the perivalvular leak, moderate-severe central aortic insufficiency and stoke was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Possible causes of paravalvular leak include sizing of the valve, implant depth, and calcium distribution. It was indicated that ¿the final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc).¿ it also noted that post-bav was performed with a 22 mm non-abbott balloon. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported aortic insufficiency was caused by trauma to the device leaflet from the post-bav. However, cause of stoke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 23mm navitor vision valve was selected for implant on (B)(6) 2024. The aortic annulus was measured with the diameter as 20mm and the perimeter as 62.9mm. A pre-implantation balloon aortic valvuloplasty (pbav) was performed with a 18mm non-abbott balloon. The device was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant it was noted that there was a moderate peri-valvular leak. A post-bav was performed with a 22mm non-abbott balloon. The leak was resolved however it was observed that a new moderate-severe central aortic insufficiency (ai) was present. The decision was made to complete the procedure and evaluate the ai post-procedure. On (B)(6) 2024 the patient experienced a stroke. The patient experienced left-side hemiplegia. The duration of the patient's symptoms were ongoing. No thrombolytics were administered. The patient had prolonged hospitalization for monitoring. The ai remained moderate-severe. The user believed the ai was caused by trauma to the device leaflet from the post-bav. The patient status was discharged to rehabilitation with a follow-up scheduled in 30 days.